Event description:
It was reported that a patient underwent a left shoulder arthroplasty. Subsequently, two (2) years and five (5) months later the patient is being considered for a revision surgery due to the implant fracturing. The cause of the implant to fracture is unknown at this time. Multiple attempts have been made to obtain additional information, but none has been received at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03095, 0001822565-2022-03096, 0001822565-2022-03098, 0001822565-2022-03099. Medical products: item#: unknown, unknown central screw; lot#: unknown. Item#: unknown, unknown locking screw; lot#: unknown. Item#: unknown, unknown locking screw; lot#: unknown. Item#: unknown, unknown locking screw; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the implant remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03095-1, 0001822565-2022-03096-1, 0001822565-2022-03098-1, 0001822565-2022-03099-1. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.